Event description:
It was reported that a user experienced hyperglycemia after changing the infusion site to a different limb, with elevated glucose persisting for over five hours and the cause unclear. Symptoms included high blood glucose. Outcomes included no reported injury, disability, or required medical intervention. Investigation included a review of available information from the user and internal complaint handling. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the event was not confirmed to be device related and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.